Event description:
On (B)(6) 2021, at 3 weeks after the primary surgery, the patient came in due to signs of an infection. The surgeon performed a washout and revised the poly and the surgery was completed successfully. The surgeon implanted thicked liner due to the patient had some instability too. Subsequently, on (B)(6) 2021, the patient had another liner revision due to infection and instability. The liner was upsized successfully. In both cases the pathogen is unknown.

Manufacturer narrative:
Batch review performed on (B)(6) 2021: lot 2010591: (B)(4) items manufactured and released on 14-dec-2020. Expiration date: 2025-11-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without a similar reported event. Other devices involved: batch review performed on (B)(6) 2021: lot 2005743: (B)(4) items manufactured and released on 3-sep-2020. Expiration date: 2025-08-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event (knee instability).

Event description:
On (B)(6) 2021, at 3 weeks after the primary surgery, the patient came in due to signs of an infection. The surgeon performed a washout and revised the poly and the surgery was completed successfully. Subsequently, on (B)(6) 2021, the patient had another liner revision due to infection and instability. The liner was upsized successfully. In both cases the pathogen is unknown.